Event description:
The customer contacted baxter's technical service center regarding wanting to re-start the setup due to compromising the set, which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) assisted the homepatient (hp), as requested. Follow up with the hp revealed that it was her mistake and she was never connected. The hp stated that she is aware of the proper procedures, which discussed by the tsr. The hp's therapy is going great at this time. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown.if additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The root cause cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore a batch review was not performed. The root cause is unknown. This review found the labeling adequate for the use error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.